Event description:
It was reported that there was a fiber in the reservoir of a small volume intermate. This occurred before use after the device was compounded with ceftazidime. No patient involved. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information: the device was returned for evaluation. A visual inspection revealed a fiber in the balloon of the device. The cause of the condition was not determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.